Event description:
Ventilator failure. Following an investigation, it was determined the failure of this ventilator was due to an improper detachable power cord being used. It is possible someone exchanged cords with another product from the same [or a different] MFR. It is not known if the cord was from the same or a different MFR than the original ventilator which failed in this event. There was not adequate contact with the cord and the ventilator unit to keep the unit continually functioning. As a result, the unit went in and out of battery back-up until the battery was drained. Inadequate MFR instructions regarding the cord type used for this machine may have played a part in the ventilator malfunction. The facility is now tagging the cord and the supplying vendor (puritan bennett) was made aware of the problem and looking into changes, such as some way to distinguish between the different product cords. It could not be determined if the ventilator was a used product which could have come from the vendor with the wrong cord. A new ventilator was set up and the pt did not experience any adverse event as a result of this ventilator failure. The ventilator unit did have an updated preventive maintenance record, although device maintenance was considered poor in this instance as it relates to the appropriate cord being on the appropriate device. Device failed (e.g. Broke, couldn't get it to work or stopped working.